Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) hit elective replacement indicator (eri) with a charge time of 26.4 seconds and a monitoring voltage of 2.67 volts. The device will be explanted with in the next sixty days for possible premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) remains in service at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this device has been explanted and replaced with a non boston scientific device. The device is not expected to be returned for analysis. No adverse patient effects were reported. This report will be updated when additional information is received.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.